Event description:
It was reported that the patient was experiencing discomfort due to the ipg. The patient underwent an ipg explant procedure. The explanted device was removed and disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a month ago.